Event description:
It was later reported that the patient was experiencing voice changes. They were referred to obtain a computed tomography (CT) scan and visit a head and neck clinic. Patient reported that the device was not working, per neurologist and surgeon (likely referring to high impedance). The patient is struggling with their speech and voice changes. He is having more convulsions, jerks, and tremors. He reports difficulty with articulation and rough voice which is his baseline, but he feels this has worsened. The patient was referred to neurosurgery for possible vns explant due to left vocal cord hypomobility, increased convulsions, jerks, and tremors which is likely secondary to the malfunction. Patient to also have voice center evaluation. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
The patient's generator was later replaced due to low battery (near-end-of-service) and high impedance. Impedance was within normal values with the new generator.

Event description:
Product analysis was completed on the generator. No other relevant information has been received to date.

Event description:
It was reported that the patient has high lead impedance and that they have been referred for a full revision. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.